Manufacturer narrative:
H.6. Investigation: customer returned (1) 30g x 12.7mm, 0.3ml bd insulin syringe from lot 8260822. Consumer reported found 1 syringe with a hole in the barrel. The returned sample was examined and exhibited a broken barrel, thus confirming the alleged defect. A review of the device history record was completed for batch# 8260822. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: maintenance dispatch #43982 on 03 nov 2018 for oven clutch jams on cz printer. Corrective action: adjustments were made to the oven clutch. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had a hole and foreign matter in the syringe. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 328431, batch no. 8260822. It was reported that there is a hole in the barrel of one syringe. Verbatim: found 1 syringe with a hole in the barrel. This piece missing from barrel is now inside the barrel. Unknown occd date sometime last week found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had a hole and foreign matter in the syringe. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 328431, batch no. 8260822. It was reported that there is a hole in the barrel of one syringe. Verbatim: found 1 syringe with a hole in the barrel. This piece missing from barrel is now inside the barrel. Unknown occd date sometime last week found.